Manufacturer narrative:
Date of event: year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported on an unknown date approximately 9 years post the index procedure, follow up CT showed a suspected type iiib endoleak originating from the flow divider. An angiogram revealed there was a hole present at the flow divider on the contralateral side. Intervention was completed. An endurant limb (etlw1616c82ee) was implanted to treat and seal the type iiib endoleak. The patient status was reported as doing well post procedure. Per the physician the cause of the event was due to a previous migration in the main body graft which potentially may have compressed the limbs in the aneurysm sac and the original contralateral limb was rubbing against the flow divider. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the endoleak reported during a recent CT following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the films returned. CT¿s prior implant were not available and a comprehensive assessment of the patients anatomy could not be performed. In addition, earlier patient follow-up films and post-implant CT¿s were also not available for review. A type iiia junctional endoleak seems less likely as there appeared to be sufficient component overlap. This appears most likely to have been a type iii fabric endoleak. The cause of the fabric tear could not be determined; however, abrasion from the underlying contra limb proximal/external stent abrading the bifurcate, which was likely exacerbated by the severe limb angulation caused by the earlier bifurcate migration, appears to be the most likely cause of the type iiib endoleak. Images during the limb intervention which reportedly resolved this endoleak were not available for review. If information is provided in the future, a supplemental report will be issued.